Event description:
According to the distributor's report: during a laceration repair, some of the adhesive contacted the pt's eyelid and sealed it shut. The caller was instructed to apply ophthalmic ointment to help open the eye. No further info is reported.